Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Unk lots (2) - visual, functional, material and dimensional analysis could not be performed as the devices were not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No further investigation for this event is possible at this time as device was not received by stryker. If devices and/or additional information become available, this investigation will be reopened lot# jnxa - manufacturing date 10/jul/2019. Lot# hkyu - manufacturing date 06/sep/2018. Visual inspection: it was confirmed that the foot of the crickets had fractured off. The fractured pieces were not returned. Device and complaint history records were reviewed for these lots, and no relevant manufacturing issues or similar complaints were identified. Reduction maneuvers associated with complex deformity surgeries may focus increased loads to this component, resulting in a fracture. Crickets are a valuable aid in reduction / correction maneuvers in complex deformity surgeries but are occasionally stressed beyond their structural capacity. Crickets were designed such that the significant loads encountered in complex spine surgeries are not transferred to the screw interface. Additionally, wear from the device's extended use may also have contributed to the event.

Event description:
This report summarizes four malfunction events where the tips of mesa 2 reduction jack crickets broke intra-operatively. The procedures were successfully completed with no delay or adverse consequence to the patient.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: two (2) of the four (4) devices have been returned for analysis- lot hkyu - received 4/may/2021. Lot jnxa - received 4/may/2021. A supplemental vmsr will be submitted upon completion of the investigations.

Event description:
This report summarizes four malfunction events where the tips of mesa 2 reduction jack crickets broke intra-operatively. The procedures were successfully completed with no delay or adverse consequence to the patient.